Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii left ventricular assist system instruction for use lists infection (driveline, pump pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the heartmate ii left ventricular assist system patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced history of infection is covered under MFR number: 2916596-2019-00691 and 2916596-2019-00681. Approximate age of device: 1 year 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The account reported the patient underwent a driveline debridement on (B)(6) 2018. It was reported the patient has a history of (B)(6) driveline infection. No further information was provided.